Event description:
Three patients with discrepant sodium and potassium results. Patient 1, female, 2008, initial sodium result 108 mmol/l, repeat 139 mmol/l; initial potassium result 2.8 mmol/l, repeat 3.9 mol/l. Initial results were not reported. The field service representative determined air in the sipper line to be the cause. He replaced all seals and pinch tubing, cleaned out the waste valve and replaced the thermal paste. Performance tests were performed.

Event description:
Three patients with discrepant sodium and potassium results. Patient 2, 2008, initial sodium result 121 mmol/l, repeat 139 mmol/l; initial potassium result 3.4 mmol/l, repeat 4.0 mmol/l. Initial results were not reported. The field service representative determined air in the sipper line to be the cause. He replaced all seals and pinch tubing, cleaned out the waste valve and replaced the thermal paste. Performance tests were performed.

Event description:
Three patients with discrepant sodium and potassium results. Patient 3, female, 2008, initial sodium result 130 mmol/l, repeat 148 mmol/l; initial potassium result 3.6 mmol/l, repeat 4.3 mmol/l. Initial results were not reported. The field service representative determined air in the sipper line to be the cause. He replaced all seals and pinch tubing, cleaned out the waste valve and replaced the thermal paste. Performance tests were performed.